Event description:
Pt to ep lab for electrophysiologic study and catheter ablation due to persistent symptomatic atrial flutter and ischemic cardiomyopathy (lvef 30-35%). A coronary sinus catheter was placed via a 5-french sheath. Three venous sheaths were placed via the right femoral vein and used for deployment of 2 diagnostic catheters. The third sheath proved difficult to accommodate any catheter, because of bending, and was removed and another stick done. Somehow this 8-french sheath was sheared off when manipulated and the proximal end completely sheared off. A vascular surgeon was called and together with the cardiologist, they snared the piece of sheared sheath from the groin where it had remained without migration. This was done rather easily. The pt remained hemodynamically stable throughout the procedure and was discharged as scheduled that same day.